Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported issue was device reboot and asking for password. No problem has been detected by the technical support specialist as the customer did not give any response. The system was functional as intended.

Event description:
It was reported by the customer that the pyxis medstation es system unexpectedly stopped responding after that asking for password during the middle of procedures. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-oct-2022 to 05- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that started rebooting in middle of a procedure and requested to enter password to login. A technical support specialist stated that during inspection, there were no problems found with the device. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary started rebooting and requesting to enter password to login. This issue has occurred in middle of a procedures. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary started rebooting and requesting to enter password to login. This issue has occurred in middle of a procedures. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.